Event description:
It was reported that the gastrointestinal videoscope experienced no image. This issue occurred during the setup of an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code e315. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.